Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level (value not provided). Reportedly, the cause was related to the non-tandem continuous glucose monitor, however, this cannot be confirmed. Tandem technical support made multiple follow up attempts with the customer, however, no response received.